Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. Based on the medical records provided, the patient experienced uti approximately four years post implant of the mesh. At this time, there is no information provided which associates the previously implanted mesh with the patient's uti, however, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with cystocele and stress urinary incontinence. The patient underwent a urethral sling procedure with implant of bard soft mesh and anterior repair. (B)(6) 2013 - the patient had an md office exam with complaint of painful urination and lower back pain. The patient was diagnosed with a uti. (B)(6) 2016 - the patient had an md office exam with complaints of painful urination. The patient was diagnosed with a uti.